Event description:
As reported by an edwards lifesciences affiliate in south africa, regarding an implant of a 23mm sapien valve in aortic position by left subclavian approach. During the valve alignment, there were difficulties during the fine alignment of the valve and the valve resulted under aligned and not between the markers. The valve was deployed but the frame was not fully expanded. A second balloon expansion was required to complete the valve expansion. After the removal of devices, it was observed that the tip of the 14f esheath plus was damaged and there was a degree of delamination and lamination crumpling. The patient did not suffer any injury due to the event. The perceived root cause of the event was the restrictive calcium at the subclavian most likely caused the tip damage on the sheath and likely contributes to the difficulties in the alignment. In addition, the short space available for the alignment in the ascending aorta that was not as straight as would be ideal likely contributed to the alignment difficulties.

Manufacturer narrative:
E1 phone number: (B)(6). This is one of two manufacturer reports being submitted for this case. Investigation is underway.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections: g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery was provided for review. The provided imagery was evaluated, and revealed the following: the valve was not positioned between alignment markers prior to deployment. During the valve deployment, the balloon inflated asymmetrically and the valve was under expanded. There is calcification present in the access vessel. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, valve alignment difficulty events have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to valve alignment performed in a non-straight section of anatomy, residual fluid left in the balloon after de-airing, and/or excessive device manipulation. The reported fine adjustment was confirmed based on evaluation of the provided imagery. Available information suggests patient factors (patient anatomy) and procedural factors (valve alignment performed in a non-straight section) likely contributed to the event as reported information indicated that the valve alignment was performed in a non-straight section. If valve alignment was performed in a tortuous vasculature (non-straight section), this could have caused the valve to become unseated (non-coaxial placement of valve in relation to the flex tip) and dive into the flex tip. If the thv was unseated from the flex tip during alignment, it could have resulted in higher-than-normal alignment forces creating high tension in the system, which could have consequentially led to the reported valve alignment difficulties. The reported valve not between alignment markers and deployed was confirmed based on the evaluation of the provided imagery. Review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. The provided fluoro imagery shows that the valve was not fully aligned between the valve alignment markers prior to deployment. Therefore, the valve was initially deployed asymmetrically, with expansion occurring only on the distal side. Per training manual, the user is instructed to check if the valve is between the valve alignment markers prior to thv deployment. In this case, the user decided to deploy the valve even though it was positioned off the markers. As such, available information suggests that use error (not following instructions) likely contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.